Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs for existing complaint. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Patient was revised for infection. A unknown head and liner are being reported. The patient had a new head and liner implanted on (B)(6) 2013. The liner and head were removed for infection on (B)(6) 2013 and no new implants were put in on (B)(6) 2013. The patient went through 48 hours of antibiotics and reimplanted on (B)(6) 2013.